Event description:
The customer reported that an x-ray disabled error message was displayed on the system. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The nodes were flashed and the calibration files were reloaded. The system was tested and found to be working as intended and put back into service.